Manufacturer narrative:
The subject product was returned for evaluation along with a broken fastener. Functional evaluation found the device to function as intended. The remaining fasteners were deployed and no broken fasteners were noted. Inner component evaluation found no manufacturing anomalies. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported, the user fired the fastener into the cooper's ligament. The complaint event is most reasonably determined to be associated with a user related root cause. The IFU included in this product prescribes the proper method of implantation for this device and instructs the user to "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the sorbafix¿ absorbable fixation system in the close vicinity of such underlying structures is contraindicated."

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the first fastener that was deployed into the cooper¿s ligament broke. No other fasteners were deployed. After the procedure, the device was air fired and at the third air fire, an abnormal sound was heard and no fastener would deploy. After this, the fasteners deployed without problem. Two additional sorbafix were used during the procedure with no issues reported. No loose fragments were left in the patient and there was no patient injury reported.